Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 05/09/2022, infutronix received a complaint from an end user: "upon inspection we found 2 kinks in the cassette. However, when the patient arrived to get disconnected we found the pump was still running despite the occlusion (medication was still in the bag) so we had no way of knowing how much the patient actually got" device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed and contains 72 lines of upstream occlusions. An 100 ml infusion was then ran on the pump, the volume infused was 96.02 ml. The programmed volume was 100 ml. So, the flow rate deviation is (B)(4). The flow rate accuracy is within +/- 5%, which meets the passing criteria. The reported issue is confirmed due to the multiple uncorrected upstream occlusion alarms. This would have led to a delay in therapy.